Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test-no." In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe upper and lower abdominal pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Plaintiff still suffers from the mentioned symptoms and was currently investigating her options for removal of the essure device. Discrepancy date(s) of removal: 01-jan-2010 was prior to insertion date (B)(6) 2011. Date(s) of insertion: (B)(6) 2011, (B)(6) 2010. Discrepancy in or about (B)(6) 2004, an hsg (hysterosalpingogram) test was performed, result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 857584-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test-no". In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe upper and lower abdominal pain"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Plaintiff still suffers from the mentioned symptoms and was currently investigating her options for removal of the essure device. Discrepancy - date(s) of removal: (B)(6) 2010 was prior to insertion date- (B)(6) 2011. Date(s) of insertion: (B)(6) 2011, (B)(6) 2010 discrepancy -in or about (B)(6) 2004, an hsg (hysterosalpingogram) test was performed, result was not provided. Lot number reported (857584) is inv. Most recent follow-up information incorporated above includes: on 10-jun-2021: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 857584) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test-no". In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe upper and lower abdominal pain"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Plaintiff still suffers from the mentioned symptoms and was currently investigating her options for removal of the essure device. Discrepancy - date(s) of removal: (B)(6) 2010 was prior to insertion date- (B)(6) 2011. Date(s) of insertion: (B)(6) 2011, (B)(6) 2010. Discrepancy -in or about (B)(6) 2004, an hsg (hysterosalpingogram) test was performed, result was not provided. Lot number: 857584. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test-no". In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe upper and lower abdominal pain"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain lower outcome was unknown and the abdominal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Plaintiff still suffers from the mentioned symptoms and was currently investigating her options for removal of the essure device. Discrepancy date(s) of removal: (B)(6) 2010 was prior to insertion date- (B)(6) 2011. Date(s) of insertion: (B)(6) 2011, (B)(6) 2010. Discrepancy in or about (B)(6) 2004, an hsg (hysterosalpingogram) test was performed, result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pfs received: case become serious incident from non serious incident. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.